Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. Crease/folding of implant: crease fold observed on the device. Additional observations: deformation device observed on the device. No further actions are required as the device was implanted. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV and implant removal from textured to smooth due to the concerns of the product. Healthcare professional additionally reported "any creases." Device has been explanted and replaced.

Event description:
Physician reported left side capsular contracture baker grade iii/IV and implant removal from textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Device has been explanted.